Event description:
This spontaneous report originating from united states as received from a consumer refers to a female patient of unknown age. This report concerns 1 patient(s) and 1 device(s). On an unknown date the patient started therapy with dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover) for unknown indication. The patient used dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover) for unknown indication. On 2006 the patient experienced flames coming from both the cap and the applicator tip. The outcome of flames coming from both the cap and the applicator tip is unknown. The reporter considered flames coming from the both the cap and the applicator tip to be related to dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover). The dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover) was available for investigation and returned to manufacturer on (B)(6) 2006. For dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover), the lot number was reported as 6g10cc and the serial number is not available. For dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover), quality investigation status: lot check/batch review was performed. The results of the quality investigation is as follows: (B)(6) 2006 and complaint report: the complaint could not be verified. (B)(4) 2006 update: called consumer and there was a candle burning in the bathroom but it was on the other side of the room. She is a non-smoker. She had not done any cleaning in the bathroom. This is the final report for this case.

Manufacturer narrative:
(B)(4).